Event description:
It was reported the patient was experiencing pain at her scs ipg site after sitting for long periods of time. Additional information received identified the patient's scs ipg was explanted on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.